Manufacturer narrative:
The returned device was evaluated and the device was received deployed. Inspection of the soft cannula did not find it damaged. Data from the device generated no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a damaged cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 249 mg/dl while wearing the pod for longer than 48 hours. The patient reports having large amounts of ketones in their urine. Once at the hospital the patient was treated with intravenous fluids. Upon removal of the pod by the doctor the patient reports the pods cannula was damaged. The patient applied a new pod. The patient was discharged from the hospital after 3 hours.